Event description:
Pt began complaining of increasing knee pain especially when going up or down stairs or arising from a chair. X-rays suggested a loose patella implant. At time of revision there was a fibrous attachment of patella implant but it was essentially loose. A new all poly modular patella was implanted. The tibial insert was exchanged, incidentally, to an 11mm insert.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.